Manufacturer narrative:
It was reported a central venous catheter was placed over a guidewire. The guidewire was stuck in attempting to remove it. The reporter states, "the catheter and guidewire were then removed together and the guidewire showed to be unraveled". The reporter states there were three failed subclavian insertion attempts using this particular product (m3720hki). External jugular IV access was obtained. Reporter states, no serious injury to the patient occurred. Reporter states, the patient has since died due to unrelated causes in regards to this incident. There is no sample available for return or evaluation; therefore, a root cause cannot be determined. Due to the reported nature of the incident, medical intervention, and in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
The reporter states there were three failed subclavian insertion attempts using this product on this patient. It was reported a guidewire was stuck while attempting to remove it.